Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
During a returned order service, a primary audible alarm error occurred. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other, other text: device evaluation: tamper seals were not broken. Chipped out on lower left front corner and top case. Primary audible alarm power on self-test observed in the event history log. Power up process and audio test. Unable to duplicate the primary audible alarm post. Unable to determine the intermittent of the error. Audio test was performed which passed. Repair was not needed. Performed pm maintenance and all functional testing. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.